Event description:
It was reported that the balloon leak occurred. The 90% stenosed target lesion was located in the left iliac vein. During the procedure, routine left femoral vein puncture with a 10f sheath was performed. The guidewire and catheter were advanced through the stenotic segment of the left iliac vein, and the guidewire entered the inferior vena cava. A /14-6/5.8/75 xxl was flushed and delivered into the body. However, upon balloon dilatation using a pressured pump, a contrast extravasation was noted. Upon withdrawal, it was noted that the balloon was leaking liquid, and it could not be used. The procedure was completed using a xxl 14 * 60 balloon catheter. There were no complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a longitudinal tear identified in the balloon material.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR: the xxl device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 20mm in length and extended from a position approximately 6mm proximal of the proximal markerband to 14mm distal of the proximal markerband. An examination of the tip of the device identified no issues. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no issues with the shaft and tip of the device. This concludes the product analysis.